Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitreous cutter did not work during a procedure. The cutter was exchanged multiple times with no success. The surgeon converted to a manual vitrectomy to complete the procedure. There was no patient harm.